Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer did not recall if the blood glucose level was impacted. The customer changed the cartridge and infusion set. Insulin delivery was resumed.